Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4); hamilton medical ags conclusion: the device alarmed for "disconnection on patient side alarm" possibly due to incorrect proximal flow sensor calibration. The reported could not be reproduced (re-constructed) and the device passed all test is service software. Unit was returned to service after verification of correct functionality. Hamilton medical ag consider this case as closed.

Event description:
Hamilton medical ag received the following event description (quoatation): "customer reports multiple "patient disconnect" alarms, while attempting to use on patient." Patient was involved, patient had to be bagged. No patient, user, third party harm occurred.